Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach pouch formation in a laparoscopic gastric bypass, there was poor staple formation, misfired staples  on three devices successively. The staple line was also centrally incomplete. The misfired staples fell into patient cavity. To resolve the issue, the surgeon used another stapler from a different manufacturer on the misfired part with a deeper margin in stomach.